Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to request a bolus. There was no reported adverse impact to the customer¿s blood glucose level. The customer was advised to uninstall the app, remove the pump from the bluetooth menu, reinstall the app, and attempt to pair again. These steps resolved the issue, and the pump was successfully paired with the mobile app with no further assistance required.